Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl. Reportedly, the cause of the low bg was unknown. Customer reportedly resolved the low bg by drinking an energy drink, high carbohydrate juice, and eating a granola bar.